Event description:
Material#: 309628, batch number#: 3011963. It was reported by customer that cracked syringe. The location of the crack is unknown at this time. Verbatim#: rcc received a complaint via email. Email(s) attached. Cracked syringe. The location of the crack is unknown at this time. Follow up attempts are ongoing with the reporter to obtain additional information. Item -309628. Lot - 3011963.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 309628; batch number#: 3011963. It was reported that the syringe was cracked. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached. Cracked syringe. The location of the crack is unknown at this time. Follow up attempts are ongoing with the reporter to obtain additional information. Item -309628, lot - 3011963. Additional information provided: please provide the location of the crack if received? Unknown. Did the defect find before the use? The affected syringe was not used.